Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2013. 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was confirmed to be fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.